Event description:
It was reported that the pump is emitting loss of prime warnings multiple times per week. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor assembly was found to be damaged. A review of the pump history indicated that loss of cartridge detection did not occur. The pump was exercised for 24 hours with no loss of prime warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction number: 2531779-03/24/2010-003-r.